Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The black unloading tab on the top of the device popped off while the surgeon was toggling. The black tab was totally in place after if popped off. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient status is alive, no injury.